Manufacturer narrative:
The rv lead was capped and surgically abandoned and therefore will not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a normal replacement procedure, it was noted that the pacing impedance measurements were above 2,000 ohms when this implantable cardioverter defibrillator (ICD) was connected to the chronic right ventricular (rv) lead. The pacing impedance measurements taken on the pacing system analyzer (psa) and with the previous device were at 1,400 ohms. The connection was correct and no anomalies were noted on the rv lead under examination. The physician explanted this ICD and capped the chronic rv lead. A new ICD and rv lead were then implanted. No adverse patient effects were reported. The patient will continue to be monitored closely. The serial number for this rv lead is currently unknown and attempts to obtain it have been unsuccessful.